Event description:
The manufacturer received information about a CPAP ventilator, alleging a patient passed away with no allegation that the device contributed to the death. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The device was returned to a third-party service center. The technician confirmed there was no foam particles in the air path during the device evaluation. The device passed all the test. In this report, box d, g, h has been updated/corrected.